Event description:
Device malfunction: balloon rupture. Symptoms / ae: none. Time of malfunction: during the procedure. It was reported that during an arterio-ventricular shunt procedure, in a non-calcified, non-tortuous, right brachial vein, the balloon ruptured at 16 atmospheres. Reportedly, there was no adverse pt sequela. Although requested, there was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.